Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that three attachment devices had become extremely hot. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: date device returned to manufacturer was documented as 10/16/2018 in the initial report. This date has been updated to 12/4/2018. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearings of the device were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
A review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.